Event description:
The recipient reported shocking sensations during in situ measurements and also reported that the sound was suddenly _like a robot_. The user will be re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient reported shocking sensations during in situ measurements and also reported that the sound was suddenly _like a robot_. Furthermore, the user has not been wearing the audio processor much since june 2019. Moreover, the speech testing decreased over time. Reportedly, the user did not feel like he was getting much benefit from the implant. The user has been re-implanted.

Manufacturer narrative:
Conclusions: the device investigation shows damage to the active electrode lead by a sharp instrument, which is typical for occurring during surgical intervention e.g. Implantation surgery. No other damages have been identified which could explain the reported problem. It is therefore assumed that the device might have been inadvertently damaged during the initial surgery. The reported problems match with the findings during device investigation. Mechanical damage to other parts of the device are attributable to the removal surgery. This is a final report.